Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to insert multiple cartridges onto the pump. Reportedly, the pneumatic tap seemed to be longer. Blood glucose level was not impacted. The customer loaded a new cartridge successfully and declined additional assistance from tandem technical support.